Event description:
During device upgrade replacement procedure, electrocautery was used and the device entered safety mode with no low voltage output resulting in ventricular standstill. External pacing was twice applied via defibrillation pads to resolve the event until pacing returned. The device was then explanted and replaced. The patient was in stable condition following the procedure.